Event description:
Related manufacturer report number 2017865-2021-25663. Additional information was received indicating there was no alleged malfunction on the device and that the device was reprogrammed to resolve the event. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of oversensing, inadequate capture and r wave amp variation were noted. X-ray was performed and revealed no damage or dislodgement had occurred. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.